Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in the clinic with high, out of range pacing lead impedance, ventricular noise and high capture threshold. During lead revision, loss of capture was observed. The lead was capped and replaced.